Event description:
The home patient (hp) reported feeling abdominal pain, as if they had peritonitis, while using the homechoice set for apd therapy. The hp ended their apd therapy early and was admitted to the hospital the same day. Follow up with the hp's healthcare professional (hcp) reveals the hp was hospitalized with peritonitis for 2 weeks, receiving antibiotic thearapy during hospitalization. Details of treatment unknown per hcp. According to the hcp, the hp has lupus and as a result, they often become confused. Hcp feels that the hp became confused while seting up the homechoice set for apd therapy and did not use proper aseptic technique.